Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 reporting they experienced a blood spill within their machine. There was no pt injury or reaction noted. Eval of the machine confirmed the internal fluid spill. The electronic circuitry required replacement. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).

Event description:
A customer contacted haemonetics on (B)(6), 2010 reporting they experienced a blood spill within their machine. There was no pt injury or reaction noted.